Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart, button error and the buttons are not responsive. Customer's blood glucose was 142 mg/dl at the time of incident. Troubleshooting found that the customer was in the hospital for a non diabetes related issue. Customer was able to clear alarm after a battery change but the pump alarmed again. Customer was unable to continue troubleshooting and indicated that they will contact their doctor. No further details given.

Manufacturer narrative:
The correct information has been updated with this report.